Manufacturer narrative:
Other text: h3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. A functional check was performed and the reported issue was unable to be verified. While upgrading the software, no errors appeared. Therefore, there was no fault found with the returned pump.

Event description:
Information was received indicating that during testing a smiths medical cadd solis vip pump exhibited error codes appeared during upgrade. No patient was involved in this event. No adverse effects were reported.